Event description:
It was reported that the issue pump's membrane was out of service. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 1 "(B)(6)." H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Review of the event history log was not applicable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was able to duplicate the customer reported problem. The investigation determined the problem was caused by the damaged dso seal. The dso seal was replaced.